Event description:
It was reported that both screens of the cardiosave intra-aortic balloon pump (iabp) monitor were distorted. This was discovered while the iabp was in use on a patient. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able confirm the distortion on both displays. Considering that the only pc board in common on both displays was the video generator board, the fse replaced the video generator board to remedy the intermittent problem. The iabp unit passed all functional and safety tests. The unit was released to customer for clinical use.

Event description:
It was reported that both screens of the cardiosave intra-aortic balloon pump (iabp) monitor were distorted. This was discovered while the iabp was in use on a patient. No adverse event was reported.